Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The erroneous results were reported outside of the laboratory to the doctor, who did not believe them. The sample initially resulted with a tsh value of 0.051 uiu/ml and repeated as 3.75 uiu/ml. The sample initially resulted with a ft4 value of 0.062 ng/dl and repeated as 1.07 ng/dl. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 26047101 and the ft4 reagent lot number was 18541401. The reagent expiration dates were asked for, but not provided. The quality controls for both assays recovered within specifications. Based on analysis of calibration and control data, a general reagent issue can most likely be excluded. A specific root cause could not be determined based on the provided information. Possible root causes for this event may be sample quality or a tilted position of the sample tube within the sample rack causing an insufficient amount of sample to be pipetted.